Event description:
Adverse event(s): "no pt involvement" (no consequences or impact to pt). Product problem(s): "depressed the footswitch for testing and the irrigation stopped" (inability to irrigate). The nurse reported before surgery began, the surgeon depressed the footswitch for testing and the irrigation stopped. The staff switched out the system to proceed with the case. There was no pt involvement.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. A review of complaints for the last 24 months did not indicate any additional complaints associated with this system. (B)(4).